Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2011. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2012.